Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts and the pump would not charge despite the attempted use of multiple power sources and a different wall adapter. Reportedly, while plugged into the power source, the pump battery gauge went from 45% to 15%. There was no impact to the customer's blood glucose level. It was confirmed that the customer has manual insulin injections available as alternate insulin therapy.